Event description:
It was reported that during a shift check, the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. No patient involvement was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found that the top cover (including the screws post) and the motor cover were damaged. The battery partition was also missing. The physical damages found during visual inspection are unrelated to the customer's reported complaint of the platform displaying a user advisory (ua) 41 (patient temperature sensor failure) message. A review of the platform's archive data was performed and found multiple occurrences of ua 41 on the reported event date of (B)(6) 2015, thus confirming the reported complaint. However, the reported ua 41 was not duplicated during functional testing. Unrelated to the reported complaint, a ua 20 (position out of range) message was observed when the platform was powered on for functional testing. The driveshaft was rotated back to the "home" position to clear the ua 20 message. Functional testing was then continued with a test mannequin for 12 minutes and with a large resuscitation test fixture (lrtf) for an additional 15 minutes without any issues. Based on the investigation, the parts identified for replacement were the top cover (including the screws posts), motor cover and battery partition. In summary, the customer's reported complaint of the platform displaying a ua 41 message was confirmed through review of the platform's archive data but was not replicated during investigation of the returned platform. There were no device deficiencies found during evaluation of the platform which could have caused or contributed to the reported complaint. Therefore, a root cause for the ua 41 message could not be determined. Unrelated to the reported complaint, a ua 20 message was observed when the platform was powered on for functional testing. The driveshaft was rotated back to the "home" position to clear the ua 20 message. The physical damages found during visual inspection are unrelated to the customer's reported complaint. The autopulse is a reusable device and therefore, these types of physical damage can occur due to normal wear and tear and/or physical abuse. After replacement of all the parts identified during investigation, the platform passed all final functional testing.